Event description:
It was reported to boston scientific corporation that a uphold lite device was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced a urinary tract infection. The investigator assessed the event as moderate in severity and probably related to the index procedure, but not related to the pelvic floor or to the device. The patient was administered an intramuscular injection of rocephin and prescribed oral augmentin for treatment of the urinary tract infection. The event was reported to have been resolved as of (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Infection is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the urinary tract infection is considered an anticipated procedural complication.